Event description:
It was reported that a patient using the ilet experienced a low glucose on waking, overtreated with oral glucose, and then sustained severe hyperglycemia; the patient later performed a manual insulin injection after disconnecting the pump and subsequently reconnected, with glucose trending to target, and a site and cartridge change was performed with no leakage observed and component lot numbers recorded. Symptoms included sweatiness during the low, vomiting during the high, and fatigue. Outcomes included a serious illness/impairment determination due to marked hyperglycemia requiring additional medication intervention, without hospitalization. Investigation included communication with the patient, review and analysis of the information provided, and confirmation that no specific device component was implicated. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.